Manufacturer narrative:
Additional information: d9, g3, h2, h3. One viewflex xtra ice catheter was received for evaluation. Visual inspection revealed a bend and fracture in the catheter tip 0.5" proximal to the distal tip. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the tip fracture remains unknown could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
At the end of the procedure, the tip of the catheter was noted to be cracked when removed from the patient. The procedure had been completed successfully. The patient experienced some back pain due to the catheter not being in the neutral position while positioning.